Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned treatment and was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon inspection, fse determined that the suite pc was faulty. The fse replaced the suite pc and configured the parameter settings. After replacement of suite pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the pc x-ray automatically shut down on the azurion 7 m12 system. The system was in clinical use at the time of the event. No harm has been reported. The suite pc was replaced and the configuration was restored which returned the device back to functionality. Philips has started an investigation of the complaint.